Manufacturer narrative:
The patient's weight was unable to be obtained.

Event description:
Device 2 of 2. Reference MFR. Report #: 3006705815-2021-00428. It was reported the patient underwent an scs trial implant procedure. During the procedure, the patient began to experience vomiting and decreased breathing. In turn, the physician decided to abandon the procedure. Note: the leads intended for use were not placed/ implanted.